Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It is unknown when in the process this event occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Review of the alarm log found evidence of the reported alarm. The cause of the alarm was determined to be an inoperative right force sensing resistor. To resolve the issue the right force sensing resistor was replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.